Event description:
A potential product issue has been reported internally with our primus hi linear accelerator and its associated table. In the abundance of caution, this issue is being reported. A pt placed their hand on one of the rails and was leaning on it as he was getting off the stretcher. The screws holding the rail pulled out of the carbon fiber and the rail came off. The pt did not fall and there were no injuries. While we would not expect the rail to fully support the weight of a pt, pts are naturally going to lean on them for some support while getting on and off the stretcher. Further investigation is required to determine the root cause of the event. Corrective action is pending on final investigation.

Manufacturer narrative:
Initial preliminary risk assessment indicates: severity: 3 (critical). Reason: the table will be on a low position, when the pt is getting off of the table. However, if the pt falls from this position, it may potentially result in a serious injury. Probability: b (improbable). Reason: there has been no mistreatment or injury reported. The rails are not designed as a handle. The probability of the defect itself is very low and the probability, that the pt falls, in case it happens is even lower. Thus, the probability for a serious injury is 'improbable.' The associated 550 txt table is part number 07346534. No other products are affected.